Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced high impedances on multiple contacts. To address the issue, the physician explanted and replaced the patient¿s lead with a new model. During the surgery, it is believed the physician may have damaged the lead further. Postoperatively, effective therapy has been restored.